Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. The lot number is unknown; therefore, a batch review could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred after filling with an unknown cytotoxic drug, but before patient use. The customer reported that "the bladder ruptured, the cytotoxic liquid poured out through the filling port." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates for lot 13d029: april 8, 2013 - april 9, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection of the sample noted a ruptured reservoir. The reservoir was microscopically examined and markings on the exterior surface of the reservoir were observed near the rupture line. This confirmed the reported condition. However, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.